Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated all of their therapy programs are providing stimulation going down their right leg and their pain has been in their back. Patient noted they have tried all of their programs and they are just different intensities in their right leg. Patient stated their next phone call will be to their insurance company to issue a complaint to find out why they were lied to. Patient stated they will give it a week. Agent reviewed reprogramming and sent an email to the field. (B)(6) 2025: additional information was received from the patient. They reported that they have not met with the healthcare provider (hcp), but they are scheduled for x-rays and then they will wait for approval from their insurance for outpatient surgery. Issue will probably be resolved in a later month.